Manufacturer narrative:
(B)(4). Date sent: 04/06/2012. Firing trigger teeth; interrupted firing on what tissue type was the device used? Ureter at what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd and 3rd. What color cartridge was being used? What is the lot number? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes if so, when? Crunching sound when firing were any of the forces higher or lower than expected (closing, firing, or opening)? Closing and firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two reloads present. The reload (b) was noted partially fired and with the lockout spring tab damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The reload (c) was partially fired. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, during the second fire of the device, the surgeon had difficulty firing the device. When firing, a crunch was heard, no staples were activated along with no cutting. Another reload was tried on the same stapler and similar happenings occurred. There were no patient consequences. Clips and a harmonic were used to complete the case.